Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted. During system check with tandem technical support, customer indicated that insulin appeared gelled. Customer indicated that insulin, cartridge and infusion set would be changed.